Event description:
Additional information was received: it was reported that the right foot was cold not the left foot.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six weeks ago. Aneurysm and vessel morphology was not reported to be tortuous or calcified. The patient presented with a cold left foot approximately one month ago and a CT scan revealed a minor compression of the right limb by the left limb at the aortic bifurcation. Subsequent angiogram accessed through the left femoral artery did not confirm limb compression, but revealed a thrombosis of the limb in the right common iliac artery. The physician elected to access the right femoral artery and cross with a wire and needle. A catheter was used and aspirated with a 60 cc syringe to successfully remove the clot. Two balloon expandable stents were placed at the aortic bifurcation in the common iliac arteries bilaterally. The distal end of the iliac limb in the right common iliac had moved into a tortuous segment since the time of the initial implant causing outflow issue. The physician felt this could have led to the thrombosis. Due to this the physician proceeded to place 2 self-expandable stents in the right iliac artery. There was a variance in gradient between the right and left iliac arteries and because of this variance in the gradient the left iliac artery was stented with a self-expanding stent. Angioplasty was done on all the stents and the final run looked good. At 72 hours status post procedure the patient's cold foot had resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (likely anatomy related; morphology changes with movement of the distal iliac limb into a tortuous segment of the iliac artery). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (likely anatomy related; morphology changes with movement of the distal iliac limb into a tortuous segment of the iliac artery.)